Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high and low blood glucose levels. Customer had some highs of 250mg/dl to 500mg/dl and lows from 41mg/dl to 50mg/dl. Customer was unable to troubleshoot. Insulin pump will not be returned for analysis.